Event description:
A distributing customer reported an incident of an infection that occurred at a user facility. The infection was associated with the use of a disposable ambulatory infusion kit. Follow up communication with the surgeon at the user facility indicated that the infection occurred after a wrist surgery. The surgeon will not use the device on wrist surgeries, but will continue to use it in other areas.